Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set was leaking at site event on (B)(6) 2024. The blood glucose level was 247 mg/dl and 295 mg/dl at the time of first and second event. The infusion set was in use for 24 hours in both event.. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.